Event description:
It was reported that the patient line appeared to be cut off and could not be connected for automated peritoneal dialysis (apd) therapy. The patient was not connected to the setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was conducted and it identified that the patient line had either been cut or ripped apart, halfway into the patient line. The reported event of damage was verified during the sample evaluation; therefore, the device did not meet product specifications related to the reported problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem could not be determined. Should additional relevant information become available, a follow-up report will be submitted.